Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported the patient ipg failed to establish communication with external devices post an unrelated procedure. Reportedly, the battery was later confirmed inoperable. Surgical intervention was undertaken on (B)(6) 2019, during which the ipg was explanted and replaced. Effective therapy was established post-op.